Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. The patient was hospitalized and was diagnosed with peritonitis one day after hospitalization. Treatment rendered for the event was not reported. Three days after being admitted to the hospital, the patient was discharged. Subsequently eleven days later, the patient was re-admitted to the hospital to have their pd catheter removed due to the peritonitis event. At the time of this report, the patient had not yet recovered from the peritonitis and the patient was no longer on pd solutions. No additional information is available.